Event description:
Boston scientific crm received information that this transvenous defibrillation lead was implanted, the pocket was closed, then the lead exhibited out of range right ventricular (rv) pacing impedances of greater than 3000 ohms, noise, and loss of rv capture. The pocket was re-opened to check the device/lead connections and subsequent impedances were noted to be normal. To date, there have been no reported adverse patient effects related to this clinical observation.